Event description:
Patient with cervical spondylosis, herniated cervical disk and posterior osteophytes. Patient implanted with 2-level clsp plate and screws for a 3-level procedure at c4-c5, c5-c6, c6-c7 on (B)(6) 1996. Patient complained of neck and arm pain. Broken plate noted between c4 and c5 and two broken screws at c4 with no reported trauma. Patient brought to operating room for removal of broken plate and screws. Removal pseudoarthrosis and remaining disc, right iliac crest autograft harvest and placement of vectra t dynamic plate and screws on (B)(6) 2010. Lateral and anterior x-rays and MRI taken on an unknown date. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.